Event description:
It was reported that the patient experienced insufficient pain relief. An x-ray indicated a lead migration. The lead was replaced. Additional information has been requested, but was not available as of the date of this report.